Event description:
The patients mother called out because the tubing was backing up with blood. Rn noticed a leak from the tubing. Methotrexate was leaking from the tubing at one of the connection sites and onto the bedding. The tubing/medication was thrown away and the physicians and the pharmacist was made aware. FDA safety report ID# (B)(4).